Manufacturer narrative:
Concomitant medical products: product ID: 977a275 , serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported patient experienced excruciating pain at battery site and when explant was done, the patient had excessive scarring and encapsulation around the battery. There was nothing electronically found wrong with the battery and doctor decided to try multiple medication remedies before explant. System was explanted. No further complications were reported/anticipated.